Event description:
It was reported that the patient experienced and infection at the pump site. The pump was subsequently explanted. No information was provided regarding the type, concentration or dosage of the medication used in the patient's pump. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).